Manufacturer narrative:
The hdlc4 reagent lot number was 740519, the cholesterol reagent lot number was 732883, and the triglyceride reagent lot number was 749021. The expiration dates were requested but were not provided. General reagent issues could be ruled out as the calibration and qc data were acceptable for all three assays. The field service engineer adjusted the reagent probe and performed a precision check which was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. The initial hdlc4 result was 38.2 mg/dl and the repeat result was 76.9 mg/dl. The initial cholesterol result was 283 mg/dl and the repeat result was 161 mg/dl. The initial triglyceride result was 249 mg/dl and the repeat result was 58.1 mg/dl.